Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when the customer delivered a bolus, the customer did not observe the drip icon to indicate that the bolus was being delivered. The customer's blood glucose level was 185 mg/dl. Review of the pump data logs by tandem technical support showed that the requested bolus had been suspended. Additionally, there were no alarms observed in the history that would have suspended the bolus delivery. The customer was unable to remember if the red "x" had been pressed upon which would have suspended insulin delivery. During troubleshooting with tandem technical support, the customer disconnected from the pump and delivered a test bolus of 3 units. Then, the customer pressed on the red "x" which suspended the bolus delivery. Upon reviewing the bolus history, the customer verified that the bolus was suspended at 0.87 units of the 3 units requested to be delivered. The customer acknowledged the information provided and confirmed that the pump was working as intended.